Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use and the product was not used on the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified the reported defect. Additionally it was noted that the overpouch was opened and wrinkled. The overpouch seal print looked weaker in some areas. The reported condition was verified and the cause was related to imperfections in the silicone buffer and unexpected interruption of the blister machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.